Event description:
It was reported that a user experienced signal loss between a dexcom g7 continuous glucose monitor (cgm) and the ilet bionic pancreas, which resolved spontaneously before troubleshooting could be performed. No adverse clinical signs, symptoms, or conditions were reported. Outcomes included no impact to health and no alerts or alarms. User support included review of device performance and education on connectivity and signal maintenance. Investigation of this case revealed a transient communication interruption with no ongoing device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user or environment-related interference leading to temporary loss of signal.